Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product was discarded.

Event description:
It was reported that the patient was revised to address loosening. No additional patient consequences were reported.

Manufacturer narrative:
Multiple MDR reports were filed for this event: 0001822565-2018-01715.

Manufacturer narrative:
Concomitant medical products: nexgen straight stem extension, catalog #: 00598801016, lot #: 61397112, nexgen tibial component, catalog #: 00588000300, lot #: 61380777, nexgen tibial augment, catalog #: 00588000310, lot #: 61375244, nexgen articular surface, catalog #: 00588004012, lot #: 60809374. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00117, 0002648920-2018-00120.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.